Manufacturer narrative:
The returned timesh screws had signs of damage on the head of the screw. This may be he potential cause for slippage observed in the field. It is unknown how this damage may have occurred. The IFU cautions, "all products should be treated with care. Improper use or handling may lead to damage and possible improper functioning of the device. Before and after each cleaning, inspect each device for signs of damage or wear. Excessive wear of the driver blades may lead to insufficient engagement of the screw." If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient undergoing skull repair surgery. It was reported that the device slipped and could not be used. As a result the screw was replaced and the procedure completed successfully. Additional information received reported that the cause of the screw becoming stripped was because of the screw cap.